Event description:
It was reported that during a procedure, the complaint written on the boxes said "misfired" that is all the info given. There were no pt consequences.

Manufacturer narrative:
Clips. Evaluation summary: the analysis results found that the er420 instrument (a) was returned in good visual condition. The instrument was cycled, fed and formed 8 clips conforming, however, after the eight firing the remaining clips were ejected. The instrument lock out was functional. The analysis results found that the er420 instrument (b) was returned in good visual condition. The instrument was cycled, fed and formed 6 clips conforming, however, after the sixth firing the remaining clips were ejected. The instrument lock out was functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.